Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep replaced the work station keyboard and the image processor. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system monitors were going black. No pt injury was reported.